Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event and product complaint (pc), concerned a male patient of unknown age and origin. Medical history and concomitant medication were not provided. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog mix 50) from cartridge via unspecified reusable pen humapen unknown at an unknown dose and frequency via subcutaneous route beginning on an unknown date. On (B)(6) 2022, he experienced a slight hypoglycemia, the injection pen broke off and then the patient lost consciousness (no units and reference range provided). The event of hypoglycemia and lost consciousness was considered as serious by company due to medically significant reason, the injection pen was cracked and broke off (batch unknown pc # (B)(4)) when he lost consciousness. On an unspecified time, he came to senses injection pen could not found. Information about corrective treatment, outcome of the event and status of insulin lispro protamine suspension 50%/insulin lispro 50% therapy was unknown. Follow up not possible with reporter as consent to contact not gained and hcp details were also not provided by the reporter. The patient was the operator of the unknown humapen device and his training status was not provided. The general model device duration and the suspect devices duration of use were unknown. Action taken with the suspect device was unknown and its return status was not provided. The reporting consumer did not know if the event was related to the insulin lispro protamine suspension 50%/insulin lispro 50% therapy and the humapen unknown device. Edit 05 aug 2022: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 17aug2022 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported his humapen (unspecified device type) was cracked, and "the injection pen broke off." The patient experienced hypoglycemic unconsciousness. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event and product complaint (pc), concerned a male patient of unknown age and origin. Medical history and concomitant medication were not provided. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog mix 50) from cartridge via unspecified reusable pen humapen unknown at an unknown dose and frequency via subcutaneous route beginning on an unknown date. On (B)(6) 2022, he experienced a slight hypoglycemia, the injection pen broke off and then the patient lost consciousness (no units and reference range provided). The event of hypoglycemia and lost consciousness was considered as serious by company due to medically significant reason, the injection pen was cracked and broke off (batch unknown pc # (B)(4)) when he lost consciousness. On an unspecified time, he came to senses injection pen could not found. Information about corrective treatment, outcome of the event and status of insulin lispro protamine suspension 50%/insulin lispro 50% therapy was unknown. Follow up not possible with reporter as consent to contact not gained and hcp details were also not provided by the reporter. The patient was the operator of the unknown humapen device and his training status was not provided. The general model device duration and the suspect devices duration of use were unknown. Action taken with the suspect device was unknown and device was not returned to manufacturer. The reporting consumer did not know if the event was related to the insulin lispro protamine suspension 50%/insulin lispro 50% therapy and the humapen unknown device. Edit 05aug2022: updated medwatch fields for expedited device reporting. No new information added. Update 17aug2022: additional information received on 12aug2022 from the global product complaint database. Entered device specific safety summary (dsss) for humapen, unknown device associated with pc (B)(4), lot unknown. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Corresponding fields and narrative updated accordingly.